Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that on (B)(6) 2026, the patient experienced adhesive failure, as the infusion set was not sticking properly. No further information available.